Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ microbore tri-extension experienced device damage while still considered operable. The following information was provided by the initial reporter: 1 out of 3 close septums is locked; unable to open with normal syringe push.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: (B)(6) 2023 investigation summary : our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the samples. Analysis of the samples showed that the septum of the q-syte sample did not have the proper slit opening. Bd determined that the cause of the failure was associated to the manufacturing process. During the manufacturing process the septums of the q-sytes have a slit cut into them via a blade. If the blade is dull, broken, or missing in the manufacturing machinery than the slit will not be properly cut into the septum resulting in flow issues and leakage. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ microbore tri-extension experienced device damage while still considered operable. The following information was provided by the initial reporter: 1 out of 3 close septums is locked; unable to open with normal syringe push.